Manufacturer narrative:
The subject product was discarded and not returned by the user facility. Without having the sample returned to evaluate, a root cause or probable root cause cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This MDR represents the second simpulse varicare device used on the patient. The first device was submitted on MDR 1213643-2020-04400. Device discarded by user facility.

Event description:
It was reported that there was corrosion noted on the battery compartment of the simpulse varicare device. The corrosion was observed when they went to use the irrigator and it would not work properly. There was no contact of the device with the patient or the sterile field. The device was being used for closed pulse irrigation, and it was unable to complete any procedures because it did not work on initial attempt. There was no reported patient injury.